Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01746, 3005168196-2020-01747.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) in the superior mesenteric artery (sma) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the hospital technologist attempted to advance a ruby coil lps into the hub of the microcatheter; however, the ruby coil lp was stuck in the initial position within its introducer sheath. Therefore, the ruby coil lp was removed and placed in a bowl of saline solution. Subsequently, the hospital technologist was able to advance the ruby coil lp past its introducer sheath. The ruby coil lp was then advanced through the microcatheter and successfully implanted in the target vessel. It was reported that the same issue occurred with two other ruby coil lps. The ruby coil lps were also placed in the bowl of saline solution and subsequently, were successfully implanted in the target vessel. The procedure was completed using additional ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.